Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 20 mg/dl. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 1 hour later with the issue resolved and no permanent damage. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 106 mg/dl. It was also reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved on its own.

Manufacturer narrative:
User error statement : the pump user guide states: warning ¿ never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.